Event description:
It was reported that the implantable cardioverter defibrillator exhibited unspecified bluetooth telemetry anomaly. No intervention was performed. There were no patient consequences reported. Further information was requested but not received.

Event description:
New information received notes that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited bluetooth (ble) telemetry loss and could only be interrogated via inductive telemetry. A ble reset was performed and the ble telemetry was restored. No patient consequences were reported.